Event description:
During the coding of a pt in ICU, quik-combo pacing/defib/ECG electrode pads placed on pt as well as EKG leads secured to chest from life pack 12. Connected cable of quik combo pads to cable of life pak 12. When attempted to pace pt with md attempting to place in pacer mode they could not get monitor to let them pass the screen that kept flashing "manual mode pering electrodes" with screen showing proper placement. Rechecked all leads all cables and connections but still unable to get past screen. When attempted to switch and defibrillate pt when pt later went from asystole to v-fib. But still unable to get life pak to function correctly. New monitor brought in room for use during code instead. After code ended rechecked life pack 12 monitor. --secured new set of quik combo pads to monitor and placed leads on house supervisor to see if monitor would allow them to go to pacing to set pacer or to defib screen to set defib --new pads allowing monitor to work. Took quik combo pads that were attached to pt and lifepak 12 during code and reconnected them to lifepak 12 monitor to establish if combopads were the problem---found when combo pads placed on a person in proper places still unable to get monitor to get past "manual mode secure electrodes" screen that shows placement. When pads taken off person and pads stuck together against each other was the only time they could actually get monitor to pacer screen or defib screen with this set of combopads.

Event description:
In a letter dated march 2005, FDA submitted a request to medtronic emergency response systems for additional information concerning a voluntary medwatch report 1033724. Subsequent to this request, FDA submitted a copy of the medwatch received from the reporting facility. In this letter to the manufacturer, it is stated, "if you conclude that the event is not reportable, it is not necessary to tell us; however; please document your investigation and conclusion in the MDR event files." An evaluation of the event by medtronic emergency response systems concluded the event was not reportable.

Event description:
FDA submitted a copy of the medwatch received from the reporting facility. In this letter to the manufacturer, it is stated, "if you conclude that the event is not reportable, it is not necessary to tell us; however; please document your investigation and conclusion in the MDR event files." An evaluation of the event by medtronic emergency response systems concluded the event was not reportable.